Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, smear image with the 180 scope was noted due to faulty patient board set. In addition, scratched top cover, corroded bottom chassis, stained rear, front panel peeling, and worn-out video connector latch were observed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 9 february 2022 this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. A dr board (printed circuit board) design change was made but it¿s unknown if the design change is related to the phenomenon. The design change was made on april 16, 2018. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.